Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the lead break, pain, and devices being turned off was unknown. The issues had not been resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0349034v, implanted: (B)(6) 2004, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the wire on the left side was broken. The patient has had pain on the right side from their ins site to the brain. The pain was noted as sharp and sometimes a dull ache for about three months. Both of the devices have been turned off for about 2 months. The doctor told the patient to have the lead wires and both of the inss taken out. The patient was scheduled to have surgery this month but they got the flu so their surgery was cancelled, now they were waiting for the doctor to reschedule. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.